Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil, zap tip and arm coil section, moreover the arm coil was detached. The functional inspection could not be performed due the main coil and the delivery wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18feb2025. It was reported that the coil was stuck and could not be advanced. The target lesion was located in the very tortuous femoral artery. A 6mm x 20cm interlock-35 coil was selected for embolization of splenic aneurysm. During the procedure, non-boston scientific devices were used to advance the coil. However, it was noted that the coil was stuck, and it could not be advanced successfully. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed the arm coil was detached.